Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that 4 dashes were displayed across the screen of his infusion device and then the device shut off. The patient stated that recalled power paks had been in use for over 2 weeks the patient stated he inserted another recalled power pack and the infusion device functioned properly. The patent was advised to dispose of all recalled power packs. Corrected power packs were sent to the patient. No physiological effects were reported. Upon follow up the patient stated that he received the corrected power packs and his infusion device was functioning properly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.